Manufacturer narrative:
The technician investigated and found the bed exit alarm functions as designed, the cause is user error. The technician in-serviced the accounts engineering group on the bed exit alarm functions to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported they cannot activate the bed exit alarm. The bed is located in the storage area of the facility. There was no patient/user injury reported. This report was filed in our complaint number (B)(4).